Event description:
It was reported that the procedure was to treat the mid right coronary artery (rca) with heavy calcification and moderate tortuosity. The lesion was attempted to be pre-dilated with a non-abbott manufactured balloon, but was unsuccessful so the 3.75x8 mm nc trek neo balloon dilatation catheter (bdc) was advanced with resistance with the anatomy noted. The balloon was prepped [air aspirated] inside the anatomy. The balloon was inflated but before reaching nominal pressure, the pressure dropped indicating a rupture. The bdc was removed a rupture in the middle of the balloon was confirmed. A non-abbott manufactured balloon was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6- medical device problem code 2017 clarifier: incorrect prep the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the device was air aspirated/prepped inside of the anatomy. It should be noted that the coronary dilatation catheters (cdc), nc trek neo, instruction for use (IFU) specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the violations of the IFU caused or contributed to the reported complaint. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.na.